Event description:
It was reported a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The was sheath was advanced, and a 27mm wds was prepped and advanced. Multiple recaptures were completed in the posterior wing. Post procedure, after the device were removed from the patient an effusion sweep was performed. It was noted on imaging that a small pericardial effusion developed. No intervention was required to treat the effusion. There were no further complications reported and the patient was discharged home.